Manufacturer narrative:
The insulin pump was received stuck in full segment display due to faulty component on the interface board. Unable to verify for a13 alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to stuck in full segment display. No blank display noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms before and after battery changes. The customer's blood glucose reading was 80 mg/dl at the time of incident. Troubleshooting found that the pump cannot perform the self test or the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.